Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3998, lot# la8376, implanted: (B)(6) 2002, product type lead. Product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type extension.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome. It was reported that the "pig tail connector lead" malfunctioned and the complete system was replaced. No symptoms were reported. No further complications were reported. Follow-up was conducted.